Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery for a humeral diaphyseal fracture with the mutiloc humeral nail (mhn) system on (B)(6) 2019 where an unknown radiolucent drive and a brill bit both in question. During surgery, a radiolucent drive stopped rotating and made an abnormal noise, it took some time to drill the hard bone of the patient. The drill bit was found out to be dull. The drive was hot and the surgeon gave up using the device, however, the surgeon drilled without the device successfully. There was no reported surgical delay and no adverse consequence to the patient reported. Concomitant medical product: unknown radiolucent drive (part# unknown, lot# unknown. Quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is february 28, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .

Event description:
Concomitant device reported: unknown radiolucent drive (part# 511.30, lot# 14462. Quantity 1).